Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter and oil mist filter were adjusted and reinstalled to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "fog" or haze emitting from their sterrad® sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture date: correction from 02/2009 to 01/2009. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were replaced as a result of the issue. The assignable cause of the haze/mist/vapor issue is likely due to the oil mist filter and the catalytic converter needing to be adjusted. The field service engineer adjusted and reinstalled these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.